Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during occlusion test due to loose drive support disk. Unit had scratched display window.

Event description:
Customer reported that the insulin pump alarmed during bolus delivery. Nothing further was reported.